Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 3pm, the patient was experiencing numbness, a cold sweat, shakiness, blurred vision, and confusion. The patient¿s cgm was reading 123 mg/dl while the bg meter reading was 46 mg/dl. The patient¿s roommate called 911. Once ems arrived, the patient¿s bg meter reading was 60 mg/dl and the cgm had dropped to 41 mg/dl. The patient was wearing an omnipod insulin pump. Ems treated the patient with glucose gel and transported her to the ER. At the ER, the patient¿s bg meter reading was 81 mg/dl and the cgm comparison value could not be recalled. The patient was treated with IV ¿sugar¿. She was discharged from the ER after approximately 4 hours. At discharge, the patient¿s bg meter reading was 236 mg/dl. The patient was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.